Event description:
The reporter contacted animas on (B)(6) 2014 alleging the battery compartment was cracked and the pump rebooted itself that morning. No further information was provided. There was no reported adverse event associated with this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue with damage remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.